Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed from service due to an abnormal increase in impedance. Upon inspection, insulation damage was noted at the is-1 connector of the endotak transvenous defibrillation lead. The insulation was repaired and the lead remains in service.